Manufacturer narrative:
The device is expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2017, there was a lack of tightness on the cusa excel 36khz straight handpiece; leakage which contaminated the handpiece. At the end of the surgery, the nurse saw blood in the cooling system tank. There was no visible consequence on the patient as the surgery was normal. The device, tank, and tubing potentially contaminated by the patient 's blood. Additional information received on 15jan2018: type of procedure was liver surgery. It was reported that "the ring was not loose or missing upon field technician".

Manufacturer narrative:
Investigation completed on 06feb2018. The evaluation verified the handpiece was overtorqued. This fault/damage is consistent with none or incorrect utilization of the ¿torque base¿. As a result of the overtorqued, the coliform was defective and the tube of the handpiece cable was porous and has interrupted cooling flow. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Service history: this is the 1st time that the handpiece was returned. The complaint was verified as valid; the cause was identified as the handpiece cooling water tubing was porous due to overtorqueing of the handpiece.